Event description:
It was reported "polaris medium handles breaking". No patient injury or harm reported. Patient condition reported as "fine".

Manufacturer narrative:
(B)(4). The customer returned one opened rusch polaris fo su medium handle (44402) with its packaging for evaluation. Visual inspection confirmed that the handle was broken. The plastic around the metal rod where the blade mounts onto was cracked. Functional inspection was performed in order to recreate the product's intended use. The instructions provided on the label of this device state, "check functionality by pressing the led (can also be check wile handle is still in packaging). Mount blade and click into place. Lift blade and verify illumination." A lab inventory emerald rusch miller 2 blade was attached to the returned handle. Although the handle was damaged, the blade could still be attached and the led was working. The manufacturing DHR file was reviewed. No recorded results of manufacturing issues or anomalies were reported. A review of the declaration of conformity (doc) and DHR found that the handle passed all the release criteria. The device was released in 05/2020 and is less than one year old. The complaint of a broken handle has been confirmed by a complaint investigation of the returned sample. The plastic around the metal rod where the blade mounts onto was cracked. Based on the complaint sample returned, the root cause of this compliant is likely supplier related. A scar has previously been initiated to further investigate this failure mode. The root cause has not yet been determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "polaris medium handles breaking". No patient injury or harm reported. Patient condition reported as "fine".